Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer technical support assisted the caller with resetting the pump, and the malfunction code did not recur afterward. Customer was instructed to call back if the issue recurred and acknowledged this guidance.